Event description:
It was reported that an external fluid leak was observed from a polyflux 14l during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information. H11: the actual device was not available; however, photographs were provided for evaluation. Visual inspection of the photos showed droplets of fluid below the dialysate connector, as well as in the header area above the connector. The specific defect that allowed the leakage was not visible in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.